Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 306 mg/dl (aviva meter sn: (B)(4) ) and 84 mg/dl (aviva meter sn: unknown). No adverse event reported. Return of the suspect device was requested for evaluation.